Event description:
It was reported that during a gastric bypass procedure, the clips would not advance. Twice during the procedure, the clips were not delivered despite the proper activation of the handle. A third applier from the competition was used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Instrument b: (B)(4). The analysis results of the el5ml device (a) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, 3 pear shaped clips were released due to an advancer bypass, the remaining 7 clips were conforming. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass issues. The device locked out as intended. As not enough information about the incident reported was available, the event could not be confirmed. The analysis results of the el5ml device (b) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during two consecutive firing sequences causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass and opening issues. During the next firing sequence the clips fired and formed conforming. The device locked out as intended but the orange indicator was not visible. The batch record was reviewed and no anomalies were noted during the manufacturing process.